Manufacturer narrative:
The service technician found the pedal is not fully depressed to engage the brake. The staff did not lock the brakes to the proper position, user error.

Event description:
The account alleged the brakes were not locking. No pt impact.